Event description:
It was reported that 12 hours after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion was in a 95% stenosed right coronary artery (rca). The vessel was not pre dilated. The physician implanted a taxus express2 8.8% 3.50 x 16mm drug eluting stent in the rca. The stent was post dilated with a quantum maverick 3.5 x 16mm balloon. The pt was on integrilin, plavix and aspirin. The pt presented with chest pain 12 hours post procedure. A repeat angiogram confirmed a stent thrombosis. The treatment was an angioplasty. The next day the whole rca was restenosed. The pt required cardiothoracic surgery. Blood tests were done and the pt was diagnosed with hyper coagulability. The pt's status is reported as fine. The physician stated that after reviewing the films he noted there was a tear or slight dissection at the distal end of the stent. The physician does not feel the thombosis was related to the stent.